Event description:
Pump in use for pt to have anterior cruciate ligament repair. During surgery, surgeon noted abnormal swelling in knee. Dr further evaluated extremity and found severe swelling in thigh. He checked all pump connections, including in-flow and out-flow trocars in knee. Surgery immediately cancelled. Pt observed throughout the day by physician. Pt developed compartment syndrome and admitted for observation. Co came to evaluate pump and spoke with dr. Dr stated that pump alarm malfunctioned. Co felt that pt had tear in lateral compartment of knee and therefore sensor did not alarm as he could find nothing wrong after the prodedure.